Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows; reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump. Performed infusion set. Installed reservoir and connector into pump and performed catheter tip; conclusion: reservoir not occluded. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 416 mg/dl. During troubleshooting with plunger and manual prime, customer was able to resolve no delivery with reservoir change. Customer again received another no delivery alarm. Customer was advised that reservoirs would be replaced.